Event description:
The customer returned the electrosurgical generator to the service center for a separate issue. During the device analysis, the service repair technician indicated that an error e433 randomly appears, and it did not recognize the universal connector was found. It was determined that all circuit boards needed to be replaced. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the reported issue is traced to a component failure. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.